Manufacturer narrative:
The device was returned for analysis. Interrogation results were normal. Visual inspection found no anomalies. Device image download was successful and the preliminary test results were acceptable. Analysis was normal, no anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the device was explanted on 14 apr 2021 and replaced on 1 jun 2021. No patient condition was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up with implantable cardioverter defibrillator pocket erosion. The device was repositioned on (B)(6) 2021. Patient was stable after the procedure.